Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Corrected fields: - h7 (if remedial act init, type): changed to "other". - h7 (if remedial act other, specify): changed to "advisory". - h9 (correction/removal reporting #): changed to "z-2000-2021".

Event description:
It was reported that this implantable pulse generator (pacemaker) was returned and analyzed, this device recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The analysis revealed behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pulse generator (pacemaker) was returned and analyzed, this device recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The analysis revealed behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. No adverse patient effects were reported.